Manufacturer narrative:
As stated in the event description, ad-tech was made aware of an issue on (B)(6) 2017. During an seeg/rosa depth case, while attempting to place an anchor bolt for one of the trajectories the bolt broke. The doctor stated that the bone was thick and when attempting to screw the bolt into the bone, some resistance was felt and the wrench started to turn very easily. At this point it was identified that the base of the anchor bolt broke off at the top of the threads. An incision and a slight craniectomy had to be made to retrieve the broken bolt and some of the bolt was left behind. The doctor stated that no serious injury occurred. To date, multiple attempts have been made to obtain additional information. Ad-tech has not received any responses. Although the product was not sent back to ad-tech for evaluation, a picture was sent showing the broken bolt. Based on the picture, the alleged deficiency was confirmed in the complaint. This investigation is still on-going.

Event description:
Ad-tech was made aware of an issue on (B)(6) 2017. During an seeg/rosa depth case, while attempting to place an anchor bolt for one of the trajectories the bolt broke. The doctor stated that the bone was thick and when attempting to screw the bolt into the bone, some resistance was felt and the wrench started to turn very easily. At this point it was identified that the base of the anchor bolt broke off at the top of the threads. An incision and a slight craniectomy had to be made to retrieve the broken bolt and some of the bolt was left behind. According to the doctor, there was no serious injury to the patient as a result of this issue.